Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals which appeared on both channels. In addition, the patient was discharged then came back due to chest pain and hiccup sensation. The impedance had dropped on this rv lead with increased threshold and perforation was suspected. This rv lead was explanted and replaced with the same model. No additional adverse patient effects were reported.